Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Date of event is unknown; awareness date has been used for this. Medical device expiration date: na. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safe-clip¿ it could not be clipped. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported stopped clipping needle. Will not allow needle in hole. Using with tamdem exl syringe 26gx 1/2" and infusion auto soft insert needle 30. Informed not compatable with safeclip.

Event description:
It was reported while using bd safe-clip¿ it could not be clipped. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported stopped clipping needle. Will not allow needle in hole. Using with tamdem exl syringe 26gx 1/2" and infusion auto soft insert needle 30. Informed not compatable with safeclip.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.